Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture, high capture threshold, and high pacing impedance were observed on the atrial lead. During the revision, lead insulation damage was noted. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of insulation damage was not confirmed. The damage noted to the lead body insulation was consistent with occurring at time of procedure. X-ray examination found the inner coil to be broken. Sem analysis was performed and confirmed all inner coil filars were fractured. The reported events of high capture threshold and high pacing impedance were confirmed. The cause of the reported events of high capture threshold and high pacing impedance were isolated to the fractured inner coil.